Event description:
It was reported that the patient had a urinary tract infection (uti) on wednesday when she was at her doctor's office with the manufacturer representative because of her bladder not voiding. The patient had uti's due to oral sex. She had a stroke that caused the right side to be paralyzed and she was using catheters, which led to getting the device. The patient also had a test that showed there was a decline in her kidney functions. She had an appointment with a nephrologist on (B)(6), as well as an appointment today to see her doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v218120, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).